Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer was experiencing high blood glucose levels and flu-like symptoms. The customer changed the infusion set four times, but continued experiencing elevated blood glucose levels. The customer's blood glucose levels were controlled with an insulin drip, but then experienced high blood glucose when put back on the insulin pump. Thirty-three mmol/l was the most recent blood glucose reading. The mother and healthcare professional both felt that the insulin pump was not delivering the proper amounts of insulin. Nothing further was reported.